Event description:
Note: the date of event is unknown. Two devices were returned for the event addressed by MFR report #3005099803-2009-00935. The origins, and reason for return, of the second device are unknown, and attempts to ascertain event details regarding the second device have been unsuccessful. If additional relevant details become available, a supplemental report will be submitted. Evaluation of the second device revealed an MDR-reportable scenario.

Manufacturer narrative:
The complainant did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device found that the sheath grip was detached from the over sheath and there was a kink near the handle. The clip assembly was located inside the over sheath. Functionally, the clip assembly was exposed and the control wire was actuated several times and deployed as designed. As evident by the kink in the control wire and the sheath grip being detached, the design limits of the device may have been detached, the design limits of the device may have been exceeded due to the anatomical and/or procedural factors encountered during the use of the device.